Event description:
Pt reported obtained a blood glucose result of 54 mg/dl, while using the suspect device. Pt ate, and a few hours later, sought treatment in the hosp emergency room. Upon their arrival at the hosp, pt's blood glucose measured 120 mg/dl (using the hospital's blood glucose monitor). Pt was admitted, and treated for hypertension. They indicated that the treatment received for high blood pressure caused their blood glucose to drop repeatedly. Control testing had not been performed on the suspect device. A request was made for the return of the suspect device. A request was made for the return of the suspect device. A request was made for the return of the suspect product and replacement product was shipped.